Event description:
The customer alleged they received a questionable thyrotropin (tsh) results for one patient on their cobas 6000. The customer stated the process system manager requested a patient sample be tested on the cobas 6000 for both chemistry and immuno assay test. The process system manager is not sold in the united states. The customer stated that all test except the tsh were processed on the correct module. The customer stated the patient's tsh was processed on the c501 module, not the correct e601 module, using the si reagent. The analyzer code on the analyzer print out was consistent with the c501, and reagent lot number on the printout was consistent with the si reagent lot number. The patient's initial tsh result was 12.00 mui/l. The result was validated by the laboratory technician and sent to the doctor. The sample was later repeated on the c601 module and the result was 0.005 miu/l accompanied by a data flag. Information on whether the patient was adversely affected was requested but not provided. The tsh reagent lot number and expiration date were requested but not provided.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
The investigation determined at the time of the event, the power to the computer was interrupted. This caused the core unit of the device and the computer to lose communication. During this interruption, the c501 unit continued to generate test results and transfer them to the core unit. The computer was restarted during while the data transfer from the c501 to the core was ongoing. Because of the restart, communication between the computer, core unit, and c501 was not synchronized. This can result in some incorrect information on the computer screen and printouts. The core unit did send the correct information to the laboratory information system (host system). A work around was provided to the customer and the software will be updated.